Event description:
Information received by medtronic indicated that the customer reported a crack in the pump on the backside of the battery side. Troubleshooting was performed and found the type of damage was a crack, the location of the damage was a backside at the battery side. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Patient information cannot be provided due to regional privacy regulations. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. During visual inspection, the cracked case behind the pump near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found corrosion on the vibrator and battery tube assembly noted. No corrosion or moisture damage found on the pcba1, pcba2, force sensor and motor assembly noted. By using a test case, the pump powered up properly and continued self test, currents measurement and history files/traces download using thus. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thus. Low battery alert was recorded and found in the formatted history file on: 01/28/2023 02:35:00.000 01/30/2023 14:04:00.000 replace battery alert was recorded and found in the formatted history file on: 01/28/2023 14:30:00.000 insert battery alarm was recorded and found in the formatted history file on: 01/28/2023 03:46:48.000 to 01/28/2023 21:09:00.000 01/29/2023 01:36:51.000 to 01/29/2023 01:39:03.000 01/30/2023 04:58:20.000 to 01/30/2023 19:03:04.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 01/28/2023 03:49:42.000 to 01/28/2023 06:42:16.000 01/29/2023 01:37:07.000 01/30/2023 04:58:21.000 to 01/30/2023 12:50:49.000 replace battery now alarm was recorded and found in the formatted history file on: 01/28/2023 15:01:00.000 power loss alarm was recorded and found in the formatted history file on: 01/29/2023 01:42:48.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Earliest power data available per the power management tool/detail trace file is on 04-feb-2023 at 11:32:54 am. There was no power data available for the dates from 28-jan-2023 to 30-jan-2023. Unable to check power data for low battery alert, failed batt/battery failed alarm, replace battery alert/replace battery now alarm and power loss alarm. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 01/28/2023 15:25:00.000 01/29/2023 03:47:00.000 sensor error alert (801) was recorded and found in the formatted history file on: 01/28/2023 03:18:38.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 01/28/2023 15:41:00.000 sg calibration error (776) was recorded and found in the formatted history file on: 01/27/2023 17:05:33.000 01/30/2023 14:52:52.000 sensor signal not found alert (796) was recorded and found in the formatted history file on: 01/28/2023 16:21:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Pump error 53 alarm (file number: 2005 line number: 5632) was recorded and found in the formatted history file on: 01/29/2023 01:37:27.000 pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software error. Blank display was confirmed due to shifted battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a scratched case, a serial number label missing and a end cap address label missing, cosmetic damage was confirmed at the backside at the battery side of the pump. Unable to download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, continued self test, currents measurement, history files/traces download using thus and no blank display noted. Pump error 53 alarm (file number: 2005 line number: 5632) was confirmed according in the formatted history file due to software error. During visual inspection, corrosion was found on the vibrator and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.